Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm. The customer reported that at 10:30am less than 5 minutes into normal saline flush, the line leaked (at the location of the filter) and they needed to hang a new line. The product was not reprocessed or re-sterilized prior to use. Although there was patient involvement and a delay in therapy, there was no adverse outcome reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Manufacturer narrative:
The complaint of leakage on the 140159291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint.